Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wing part of bd vacutainer® ultratouch¿ push button blood collection set was deformed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a molding issue with the plastic wing of the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a molding issue with the plastic wing of the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the wing part of bd vacutainer® ultratouch¿ push button blood collection set was deformed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that the wing part of bd vacutainer ultratouch push button blood collection set was deformed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.